Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was found unresponsive and needed to be externally paced while being transported to a facility. The system was implanted in 1990, so the device had an expected depleted battery. The patient had a normal rhythm for years and had recent onset of heart block which also contributed to the event. A revision was performed the following day to replace the device and right ventricular (rv) lead. The rv lead was found to not be sensing or capturing. No additional adverse patient effects were reported.